Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The product was returned and the aic - purge disc/flag issues was confirmed. Imc logs from the complaint date revealed that the console issued the purge fluid not detected error through the case start wizard. The console was tested. The issue with properly detecting purge fluid was reproduced, and purge disc housing (blue retainer) was confirmed to be broken off of the purge assembly. Failure mode was reproduced in house. The root cause is the broken blue purge disc retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced aic purge disc/flag issues. No clinical details regarding resolution or patient condition were provided. No patient harm reported.